Event description:
It was reported that insulin pump displayed nonresettable malfunction alarm and stopped working, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump provided by distributor, and was instructed on transport while problematic pump return information was not available.